Event description:
Ventilator was running on a patient, for approximately 8 hours, when respiratory therapist noticed that the peep had increased 6 cm h20 from the original settings. Patient was taken off ventilator and bagged. Ventilator was sent to the biomedical department were it was found that the 765 pcb was defective. The biomed replaced the 765 pcb, calibrated, functionally checked and ran unit on ambient for 24 hours and the peep setting did not change from it's original settings. Ventilator was put back in service. There was no patient injuries.